Event description:
Ongoing issue of device shutting itself down. Requires use of magnets to reactivate. Suggesting serious issues with printed circuit board and soldering welds. Pt in contact with technical support and rep, but this info not passed on to the implanting physician. Concern with quality control at st. Jude. I have found out that this device is included on a serious medical device recall list. This info should have been communicated in (B)(6), and not through communication with the pt three months later.